Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).this follow-up report is being submitted to relay additional information. The following sections were updated/corrected:b4; b5; d2; g1; g3; g6; h1; h2; h6.the reported cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This is a limited investigation, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Review of the reported event by a health care professional found: procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. Any time an embolism or thrombus forms it can be presumed that medical intervention is necessary to preclude harm. The root cause of the reported event was determined to be unrelated to the device.attempts have been made to gather all product identification information and no further information has been provided.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in united kingdom. H6: proposed annex g code: mechanical (g04)- im nail. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient suffered a deep vein thrombosis. The patient went through anticoagulation, and the event was considered resolved. It was reported that no further information is available.